Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 09/05/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information

Event description:
Customer reported: incident description: pain when trying to extract blood from a patient immobilized at home. The extraction could not be performed with this material. Consequences for the patient: pain during puncture and possible hematoma after unsuccessful search maneuver to canalize the vein. Comments: since we have been using this type of material, complaints from professionals and patients are daily in the laboratory of this health center, problems with canalizing veins, pain for patients during puncture. Previously, with another manufacturer of wing nuts, this was occasional.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct model number, lot number, report type adverse event and product problem provided in the initial MDR [3014312726-2024-00303]. The previously reported was incorrect. The correct report type is product problem only. The correct model numbers are 110201030004 & 110201030008. The correct lot numbers are 07401040 & 07208017.